Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced a fault code (during a routine follow-up test) indicating a charge time out problem. The physician elected to replace the ICD. This report will be updated when further information becomes available.